Manufacturer narrative:
(B)(4). The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and noted an anomalous patient notifier component. The cause of the field event was due to an anomalous patient notifier component.

Event description:
It was reported that a patient's vibratory notifier was not working during a test/demonstration through the programmer. The device was otherwise functionally normal. The device was later explanted and replaced when eri was reached.